Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced high and low blood glucose levels up to 200 mg/dl and down to 30 mg/dl, which was treated with food. Blood glucose level at the time of the call was 302 mg/dl. Blood glucose level at the time of the incident was 312 mg/dl. The insulin pump was not replaced or returned for analysis.